Event description:
It was reported that the 8800 system continued to beep after the exposure button was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connectors were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.